Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the valve collapsed after administration.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Four (4) used samples without packaging, and one with a luer lock syringe attached were provided for further evaluation. In addition 2 samples in packaging, one confirming lot 006172282 and 0061583809 were also provided. Additional possible lot number provided 0061583809. Based on the evaluation results, the valve was accessed with a luer lock syringe, each piston was able to return. Valves were dissected and 2 out of the 3 used samples had tears in the piston slits and the shoulders of the 'y' cut. The sample with syringe attached was found to be stuck in the depressed position. Sample was dissected and tears in the 'y' cut at the shoulders were observed. Pistons slits and walls were measured and found to be within specification. Based on the evaluation of the returned samples the reported defect is not confirmed. The investigation determined that this issue is not due to b braun's manufacturing process. House retain samples were reviewed and no defects were present on the retain samples. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.